Event description:
Complainant alleged that during functional testing, the device was unable to switch to defib or pacer modes. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.